Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 454mg/dl at the time of incident and current blood glucose is 430 mg/dl. Trouble shooting was performed and found customer treated high blood glucose with bolus. No issues with the device were found but trouble shooting was not completed as customer does not want to change the infusion set. Advised to re-check blood glucose. Customer stated blood glucose is 353mg/dl which had dripped 101 points. Customer used bolus wizard to treat again. No further assistance required. Customer stated high blood glucose may have been caused by eating cookies and was disconnected from device during shower. The insulin pump will not be return for analysis.